Event description:
Patient was implanted with matrix mandible plate and matrix mandible locking screws in (B)(6) 2011 (date unknown). It was reported the patient had compromised health and was presented with an infection. It was also reported the plate had migrated through the skin. Patient was returned to the o.r. On (B)(6) 2013 for removal of hardware. No additional hardware was implanted as the bone was fully healed. Patient was treated with antibiotics. This report is for the unknown matrix mandible locking screw. This is 5 of 7 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: reported date of implant was (B)(6) 2011 (date unknown). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.